Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally reported (B)(4) 2014 via the remedial action report (B)(4). Product event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated a lead impedance out of range alert, impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. (B)(4).

Event description:
It was reported that during the extraction procedure of the right ventricular (rv) lead, the patient's superior vena cava (svc) was perforated. The patient's sternum was cut, allowing the patient to be put on bypass so the svc could be repaired by a surgical team. Surgery to stop the bleeding of the svc was successful. The rv lead was being removed due to high and varying impedances on the superior vena cava (svc) coil. A possible fracture was suspected. The rv lead was successfully removed and the patient was sent to the intensive care unit. No further patient complications have been reported as a result of this event.